Event description:
The customer reported no battery backup. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported no battery backup. There was no reported pt involvement. Philips field service engineer evaluated the device and found the battery was discharged. The reported issue was resolved by charging the battery by the a/c power module. The device was retested and all performance assurance tests passed. We will not consider this a malfunction.